Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the modular handle cross threaded causing the shell trials to be difficult to remove. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Pictures were not provided, and the device was not returned to evaluate the threads on the inserter for cross threading. It is unknown if user error may have caused or contributed based on answers provided in follow up, that the instrument is "solid" and the threads are getting stuck on many shell trials, however the part and lot are unknown for the trials. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified the external threads used to insert a shell or shell trial have gouging and are deformed on the leading thread. The main body shaft has scratches, dents, and gouges. The handle end has dents and gouges. No other damage was noted during visual evaluation. The root cause is attributed to use error. The damage to the leading threads indicates the instrument was likely cross threaded causing damage. Per the IFU, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons, which includes prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising the performance of the surgical instruments and instrument cases". This complaint was confirmed based on the damage to the inserter and previous responses in follow up describing the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.